Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Additionally, blood glucose level was 48 mg/dl. Customer consumed carbs to resolve low glucose level and applied more force to the button to resolve sticking issue. Customer continued using current pump.